Event description:
Had partial knee replacement with the depuy "simem" uni system (B)(6) 2014. That is what the surgeon told me it was, although, it was not ever mentioned in his notes or my operative report. I was never able to walk normal or do any of the normal activities that I use to do before surgery. I can't climb stairs or go down them without holding on for dear life. I have not been able to get on my knees to clean a tub or pray without someone helping me up or me figuring out how to get up. I use to walk miles a day. I can't walk one mile. Can't get in and out a car. I have to put cushion in my couch and on my chair to sit down and get up. I use to dance. Haven't been able to on a year. I walk and limp like a cripple. I wasn't limping before surgery. I have constant pain, swelling tightness and my knee everyday feels like a brick. I am scheduled for a revision from another hospital who took an x-ray and said the device is loose. My surgery is (B)(6) 2016. I am scared to death because of what I have gone through. The device fell in (B)(6) 2015. That is when I told the surgeon about it feeling like a brick, about the pain and swelling, everyday, about the lop sidedness, and unable to move around like I did before surgery. It was not even six months before this device fell apart. My new surgeon let me see it in my x-ray. I have been walking around like a cripple for a year.